Event description:
#Medwatcher #(B)(4). Back pain, pelvic pain, extremely heavy/frequent periods, fatigue, painful sex, ovarian cysts, swelling/bloating, eczema, hair loss, weight gain/inability to loose, dizziness, irritability, fainting spells.

Event description:
(B)(4). I have also had dental issues. Two root canals, one of them cracked resulting in an extraction. The dental work that I've had done takes an extremely long time to heal. I've also been diagnosed with a benign bone growth in my jaw that causes pain and discomfort. Cracked teeth and bone growths were never an issue until essure.